Manufacturer narrative:
Updated: b.4, b.5, g.3, g.6, h.2, h.10.

Event description:
The cause of death was reported to haemonetics by the center on (B)(6), 2023 as cocaine and fentanyl toxicity per the death certificate.

Manufacturer narrative:
A haemonetics field service engineer evaluated the device used by the donor. Diagnostics, functional test and visual inspections were performed and all systems passed. The device was found to have met manufacturer specifications with no defects. The investigation shows there are no non-conformances against the device serial number used in the donation procedure and no corrective/preventive actions related to this complaint. A review of the device history record showed no issues during the manufacture of this device and all testing passed. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations. There were no machine errors or issues with the disposables used during the donation procedure reported in the complaint. There is no evidence to suggest that the fatality was related to the device used during the plasmapheresis procedure.

Event description:
On (B)(6) 2023, haemonetics was notified of a 63-year-old male fatality. The donor's son came into the center to donate and had informed a center staff member that his father had died on (B)(6) 2023. The donor profile noted he had died the same day he last donated. Donor's son stated that he was found in his house, in his chair unresponsive and no other information was given. The reporter has no information regarding hospitalization records. The cause of death was not given to the center and it is unknown if an autopsy was performed. Donor had a deferral for unacceptable pulse on visits december 3, 2022 and (B)(6) 2022 and an unacceptable hematocrit on (B)(6) 2022. The last donation occurred on (B)(6) 2023 using a pcs®2 plasma collection system. There were no reactions/adverse events noted during the procedure and no equipment errors or issues with the disposables used in the procedure. No further information is expected from the reporter.